Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient experienced an event on (B)(6) 2025 where the needle broke in half upon insertion and was inside patient. Patients wife noticed after deploying insertion device that the needle removed was too short. Site was uncomfortable and painful to touch immediately. Needle was able to be removed without medical intervention. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.